Event description:
Information was received indicating that while in use of a smiths medical cadd extension set, the customer noticed that there was medical fluid leaking from the filter. No patient consequences were reported. No adverse effects were reported.

Manufacturer narrative:
Other text: three pictures and one sample were returned for analysis. The sample returned was tested using the hydrostatic vessel [cal ID: 8.0088 due date: january 2022] as procedure pq-016 hydrostatic pressure test (leak test) rev. 103 indicate. A leak was found fleeing from the air vent of the filter in decontaminated sample, thus the failure mode reported is confirmed. Root cause analysis of this failure mode was performed under CAPA: 000542 open on 30-apr-2019, on which root cause states filter leakage is caused silicon oil transferred from the syringes and/or vials into medication reservoir during the filling process by the customer.